Event description:
It was reported the device does not automatically lock. Need to hold down "key" button. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the keyboard pad is stained. (B)(4).